Event description:
Surgical pencil tip caused a small flame to form. Surgeon informed tech and circulator what occurred. Surgical pencil tip was taken off the field, and a new surgical pencil tip was opened and used for the rest of the case. Coordinator was called to the room to be informed by surgeon what occurred. Coordinator took the surgical pencil tip out of the room for further investigation. Patient wasn't harmed from the fire that the surgical pencil tip caused. Tip ethicon tip bovie ez clean 0012m manufacturer ID: (B)(4). Lawson/infor #: (B)(4). Generator ethicon megadyne serial number: [redacted] settings: 35-35 bipolar pen ethicon pencil w/tip cautery 0030h manufacturer ID: (B)(4). Lawson/infor #: (B)(4). Cable ethicon cable bipolar forceps 12ft 4005j manufacturer ID: (B)(4). Lawson/infor #: (B)(4).